Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that the patient experienced high blood glucose on (B)(6) 2026, with levels remaining elevated for 3-4 hours. The patient treated the high blood glucose with a manual insulin pen injection. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: sweden. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.